Event description:
On (B)(6) 2017 at approximately 11:55 am two cnas were transferring a resident from their bed to her electric wheelchair via a bariatric mechanical lift when two of the nylon straps on the lift sling broke from the sling and the resident rolled sideways to the floor approximately 4 feet from the ground. The straps on the lift separated from the sling perfectly straight across the ribbing along the stitching that connects the straps to the sling. The sling appeared to have no other cosmetic defects. The resident was in a bariatric lift sling that was appropriate for their weight. The cnas reported that prior to placing the lift under the resident, they did not see any issues with the lift pad.